Event description:
The customer's father stated that the customer was hospitalized due to hypoglycemia. The customer's father stated that the meter was reading "low". Troubleshooting was performed, and the customer's father stated that the insulin pump recorded two bolus delivered that had not been programmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.